Event description:
Pt needed IV started. Venoscope ii neonatal transilluminator used to aid site slection. Transilluminator off for most of the time during site selection. Nurse checked temperature of light on transilluminator several times; light not hot. However, light was held in place for 2 minutes during procedure. After task completed, an open and slightly weeping area noted in forearm with scant fluid and mild edema.